Event description:
It was reported that during a da vinci si myomectomy procedure, the bottom part of the harmonic ace insert accessory fell inside the patient. The accessory fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Per the information provided, the instrument fragment was retrieved from the patient and the procedure was successfully completed without incident.